Event description:
The customer reported that the system would shut down without command. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.